Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery three times during the manual prime. The customer's blood glucose was 2.7 mg/dl, which was treated with honey and jam. The customer stated that she had had high blood glucose and had over-corrected for the high blood glucose, leading to the low blood glucose. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery. The customer was advised to replace the insulin pump and agreed to return the device for analysis.